Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 288 mg/dl. She retested using another meter and received a reading of 101 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse event were alleged. The customer used the last of the suspect test strips while troubleshooting, so no product is available for return.